Manufacturer narrative:
Vygon is attempting to get additional information on the incident from the customer, as well as a sample. Right now vygon can confirm that there are not other complaint for this lot of product. If more information becomes available to complete the investigation it will be reported to FDA within thirty days.

Event description:
Device had been inserted prior to surgery for monitoring. Post surgery staff member removed device and insertion catheter reminded in patient's artery post removal. Patient had to return to theatre for surgical removal of foreign body, partial angioplasty and embolectomy.

Manufacturer narrative:
We received the involved sample and the investigation has been done. We have examine the two sections of fracture catheter. We can notice on the part with hub that the tube's extremity is oval and it is has marks the fracture surfaces were observed to be smooth and even (see enclosed photos). These characteristics could be associated with the occurrence of using a sharp object. The most likely root cause of this event seems to be the use of a sharp object .it looks like the catheter has been cut. A specific caution is described in the universal cautions of the IFU pay particular attention when manipulating a sharp or pointed instrument (scissors, scalpel, needle) in the immediate vicinity of the catheter.

Event description:
Device had been inserted prior to surgery for monitoring. Post surgery staff member removed device and insertion catheter remainded in patient's artery post removal. Patient had to return to theatre for surgical removal of foreign body, partial angioplasty and embolectomy.